Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing the customer found the wire broken on the large suturecut needle driver instrument. There was no report of patient harm.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) further analyzed large suturecut needle driver instrument. It was confirmed that the instrument was found to have a frayed grip cable at the corner feature near the crimp on both sides of the grip assembly. Additional frayed cable strands stuck out at the grip hub. Some filaments of the cable were frayed, but the cable was not fully broken. The instrument has five remaining uses out of 15. There was no evidence of discoloration or corrosion/contamination on the cables to indicate any reprocessing-induced issue. The components surrounding the frayed cables did not exhibit any abnormal sharp edges or damage that would have contributed to the cable fraying. A review of manufacturing history indicated no related nonconformances. The location of the fraying suggests that the cable experienced friction from the corner feature near the crimp, which resulted in the cable fraying over time and use.